Event description:
It was reported that during a coronary stenting treatment procedure, a balloon deflation problem, withdrawal difficulty and shaft separation occurred. The lesion was located in an unknown vessel. The 4.00x12mm liberte' bare metal stent was advanced to the lesion and deployed; however, the balloon would not deflate and was stuck in the stent. The physician pulled and worked to deflate the balloon. Eventually, the partially deflated balloon was pulled into the guide catheter and out of the body. Upon removing the device from the body, the physician noted that a shaft separation had occurred. The procedure was completed with this device. No further patient injuries or complications occurred. Patient status is satisfactory. Additional information was requested and is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).